Manufacturer narrative:
The device was evaluated by nidek field service engineer (fse) on site on 23-may-2016. The device was not returned back to nidek. Fse tested and evaluated the device for proper operation. Actual energy output was checked and was within the specifications. Focus shift was checked and was within specifications. Auto calibration was performed. No failure was found and the device was working as per specifications. Customer complaint for low power, the laser out of focus and not aligned could not be confirmed. Nidek considers aiming beam out of focus issue is a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur. However low power itself is not a contributing factor to the adverse event. (Reference: operators manual: 2.safety and precautions; 2.3 use; caution).

Event description:
Nidek inc. Received a complaint from customer on (B)(6) 2016. Customer reported that during the use of yc-1800, sn: (B)(4), the laser had low power and the aiming beam was out of focus and was not aligned. No injury was reported at that time.